Manufacturer narrative:
Patient information was unavailable from the site. No evaluation has been performed as the resolution was confirmed on-site. Resolution confirmed on call.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, after verifying that the site was getting all greens when connecting the imaging system to the navigation system, the images would initiate transfer, but then stall on the patient scan pop-up and would not go away. The representative verified that all the connections and the igs server was set up properly. This verification passed. An incision had been made and the surgeon proceeded with the case using the c-arm without the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the spine application software was reloaded onto the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.